Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The oscillator driver assembly pn 773937 was suspected to be causing this issue. As of this date it has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received via an email from rohanika electronics & medical systems on (B)(6) 2014. It was reported that the oscillator is not work and gives oscillator stop alarm continuously. Sometimes it starts working with low delta. There was no indication of any patient harm with this issue.